Event description:
Reference number: (B)(4). Event occurred in canada. It was reported that patient experienced three infusion sets leakage event on 22-dec-2025. The leakage was from tubing connector. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 3.